Manufacturer narrative:
(B)(4). D10: unknown cup unknown unknown head unknown unknown liner unknown multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 -00171 0001825034 - 2024 -00172 0001825034-2024-00174 proposed component code: mechanical (g04) - stem no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: infection is not clearly visible on x-ray. Therefore, the images did not enhance the investigation. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. Unable to confirm complaint as no product information and only x-rays were provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient had an initial surgery on an unknown date and was revised due to infection with a stage 1 procedure. All implants were removed, and spacer implants were placed. A second stage is scheduled for beginning of feb with a pmi product.